Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, inquiries have been made many times about the transfer of the actual product and its current condition but have not been able to determine the cause of the event, as we have not received a response. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera xenon light source was producing an abnormal image with black spots present during reprocessing. This event had no patient involvement.